Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any pieces of the devices fall into the patient? If yes, were they retrieved? Will all pieces be returned with the devices? If no, were they discarded?

Event description:
It was reported that during an unknown procedure, the firing knob of the device broke when the surgeon was pushing to fire the stapler. At the same time, the reload only fired half of the staples due to insufficient firing. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any pieces of the devices fall into the patient? No, there weren¿t any broken pieces fell into the patient¿s body will all pieces be returned with the devices? Both body and the cartridge were returned.

Manufacturer narrative:
(B)(4).batch # l53570. The analysis results found that the ntlc55 device was received with the anvil detached from the distal end heat stake post, with one reload present. The reload was received fully loaded. No functional test could be performed due to the condition of the device. No damaged on the firing knob was noted. While no conclusion could be reached as to how the anvil became detached, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It is possible that the damaged was due to an improper handling of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.